Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the physician suspected a possible infection and that the patient experienced ineffective therapy. X-ray imaging revealed migration of the lead. As a result, the patient was hospitalized, received antibiotics, and surgical intervention was undertaken on (B)(6) 2026 wherein a wound washout was performed, and extensions were added to address the issue.